Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment of device or device component. Block h11: block h1, type of reportable event, has been corrected. Based on additional information received that "the four wires of the basket was recaptured into the sheath, the device was removed without any additional devices.", an MDR was filed on this event; a supplemental MDR will be submitted to report that the MDR filed on 21apr2025 was in error as the event does not represent an MDR-reportable scenario. This error was realized after the initial MDR was submitted. Therefore, this is no longer considered an MDR reportable event.

Event description:
It was reported that a zero tip basket was used during a transurethral ureteropelvic laser lithotripsy procedure. During the procedure, after capturing the stones twice, one side of the basket became disconnected. The four wires of the basket were retracted into the sheath and was removed from the patient. The procedure was completed with another same device and there were no patient complications reported.

Event description:
It was reported that a zero tip basket was used during a transurethral ureteropelvic laser lithotripsy procedure. During the procedure, after capturing the stones twice, one side of the basket became disconnected. The four wires of the basket were retracted into the sheath and was removed from the patient. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment of device or device component.